Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the manufacturing representative (rep) was able to restart the device. Adjustments were made to the strength of the stimulation. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator was not working properly. The patient experienced problems with electricity in their legs, and the stimulation would turn off on its own. Additionally, the patient was unable to charge the implant for several days. Patient met with their manufacturer representative to turn down settings and electricity was resolved.  Troubleshooting steps were taken, including removing the battery pack and plugging the controller into the ac power supply cord, which resolved the issue. The patient was able to confirm that the controller and implant were at 100% charge, and the stimulation was turned back on. The patient was redirected to their healthcare provider to further address the issue of the stimulation turning off on its own.